Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) technical support engineer (tse) was contacted for troubleshooting assistance. The customer was able to retrieve the broken piece of the cannula seal from the patient¿s anatomy during the same procedure. No site visit was conducted. The system was working properly, and no additional action was required as the issue was resolved. The cannula seal will not be returned back to isi.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, a rubber piece from a cannula seal broke off and fell inside the patient. The customer was able to retrieve the broken piece from the patient¿s anatomy during the same procedure. There was no patient injury. The procedure was completed. Intuitive surgical, inc. (Isi) followed up with the robotics coordinator and obtained the following additional information: the cannula seal did not collide with any other instruments or hard material. The fragment was retrieved by a grasper. All fragments were confirmed to be retrieved from the patient during the procedure using a grasper instrument. There was no additional surgical procedure required to remove the fragment. No post-operative tests were performed. There was no patient injury. The patient did not return to the hospital for any post-surgical complications. The cannula seal will not be returned. The procedure was delayed about five minutes.